Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited several noise reversion episodes; lead damage was suspected. No medical intervention was performed. The lead would be monitored. No patient symptoms were reported.